Event description:
A patient reportedly had an infection at their surgical site approximately a month after the implant procedure. The patient was provided IV antibiotics to resolve the infection. A review of the manufacturing records for the implanted devices confirmed that both the patient's implanted devices were sterilized prior to release for distribution.